Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2004, the reporter contacted lifescan alleging that the patient's one touch ultra meter would not power on. Four days later, the medical affairs specialist (mas) attempted to reach the patient by phone, but there was no answering machine to leave a message. The mas sent a letter to the patient on the same day. The patient last tested with the reported meter approximately 1 week ago. Later, at an unspecified time, while experiencing symptoms of "thirst and water retention", she attempted to use the meter and it would not power on. She took no action to affect her blood glucose level following attempted use of the meter. The next day, she went to her doctor, a result of 360 mg/dl was obtained at the doctor's office. She received no treatment and no change was made in her usual diabetes medication. A follow up appointment was scheduled with the doctor for the following month. The customer care representative (ccr) verified that the test strips were correct. The ccr walked the reporter through pressing the power button and the meter powered on. The ccr walked the reporter through inserting a test strip all the way into the test strip port and the meter did not power on. Based on the information provided by the reporter, there is no indication that the patient experienced injury or medical intervention due to the meter. Based on the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.